Manufacturer narrative:
B3 date of event: unknown, used the first day of the aware month. Additional product code: qon additional premarket/510k: p190006.

Event description:
It was reported that a patient contacted their therapy support specialist tss, and advised that they are having bilateral leg pain (left worse than right) and the pain travels down the back of their leg to their foot. The pain started in (B)(6) 2025, prior to being implanted, and the patient normally notices it when walking. The patient went to the ER due to the pain on (B)(6) 2025 (not admitted), and the physician advised the patient had some nerve pain and diagnosed the patient with radiculopathy, and was prescribed prednisone for 4 days, which helped temporarily, and then the pain returned after 4 days. The patient also has a history of arthritis. It was also mentioned during the call that the patient had a minor fall 3 weeks ago at home, and fell on their right side. The patient does feel like their leg pain has gotten worse since the fall. The tss helped the patient turn off their stimulation to rule out whether any pain is coming from the stimulator. The representative will reach out in a week to follow up with the patient. The patient's symptoms have been great up until the pain has gotten worse. The representative spoke with the patient and there was no change in their leg pain with the stimulation off, so they believe the pain is from their back issues. The representative helped the patient turn their stimulation back on and the patient is at p1l4. The patient will follow up with their family practice physician to talk further about their back issues that are not associated with the device. There were no other issues or complaints reported.

Manufacturer narrative:
Blockb3: date of event: unknown, used the first day of the aware month block d2b: product code - additional product code qon block g4: premarket / 510(k) #- additional premarket/510(k) p190006 h11: as the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint, the reported allegation could not be confirmed. The event cannot be reproduced or substantiated. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the events of discomfort and pain were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information provided and the investigation conducted, the patient had radiculopathy and arthritis. Therefore, all compiled information on this investigation determines that the most probable cause is adverse event related to patient condition since an existing condition is responsible for the adverse event and use of the device has neither caused nor otherwise influenced this condition-related adverse event.

Event description:
It was reported that a patient contacted their therapy support specialist tss, and advised that they are having bilateral leg pain (left worse than right) and the pain travels down the back of their leg to their foot. The pain started in (B)(6) 2025, prior to being implanted, and the patient normally notices it when walking. The patient went to the ER due to the pain on (B)(6) 2025 (not admitted), and the physician advised the patient had some nerve pain and diagnosed the patient with radiculopathy, and was prescribed prednisone for 4 days, which helped temporarily, and then the pain returned after 4 days. The patient also has a history of arthritis. It was also mentioned during the call that the patient had a minor fall 3 weeks ago at home, and fell on their right side. The patient does feel like their leg pain has gotten worse since the fall. The tss helped the patient turn off their stimulation to rule out whether any pain is coming from the stimulator. The representative will reach out in a week to follow up with the patient. The patient's symptoms have been great up until the pain has gotten worse. The representative spoke with the patient and there was no change in their leg pain with the stimulation off, so they believe the pain is from their back issues. The representative helped the patient turn their stimulation back on and the patient is at p1l4. The patient will follow up with their family practice physician to talk further about their back issues that are not associated with the device. There were no other issues or complaints reported.